Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) has not received the device for eval. Based on the info obtained the actual cause of this event could not be identified. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).